Event description:
Technician alleged the articulation functions on the bed would not function. The technician alleged corrosion from fluid is on the power control board. No patient impact.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue.